Event description:
The dental implant fx4510swc was removed on (B)(6) 2020 due to failure to osseointegrate 8 months and 19 days after implantation. The patient has history of tobacco use, drug abuse, and hypertension. The doctor noted periodontal disease and bone resorption during explantation. The patient has recovered without complications.